Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: "we have recently found that some of our needles that we are using for compounding have got a fluid residue on the tip of the needle that's sealed in a pack." No patient involvement.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Three (3) opened samples with packaging were returned for evaluation. All samples were visually inspected per specification with passing results. Although silicon was observed on the gaurd, it is not considered a defect. The defect of foreign material was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.